Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the pump alarmed for air-in-line (ail) and air was discovered in the IV line below the pump ail sensor. Prior to the ail alarm, there was no indication from the pump that air was going through the IV line or sensor. The ail alarm resulted from an empty tpn bag, which was being used as a carrier fluid for high dose epinephrine and other infusions. The patient's bp dropped and the tpn infusion was halted to remove the air from the line. When the tpn was restarted the device reportedly "engaged and pushed more of the medication" into the patient causing a rapid increase of blood pressure. The patient subsequently stabilized with no medical intervention reported.